Event description:
A materials manager reported a lens had decentered following an intraocular lens (iol) implant procedure. The iol was exchanged. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Iol product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).